Event description:
In 2009, the patient reported that her infusion device was displaying e4 (occlusion) error and her blood glucose was elevated. She stated that this morning she ate breakfast and on her way to work she felt as if she were going to vomit. She attempted to bolus and e4 was displayed. She was instructed to disconnect from the infusion site and an e4 was displayed when she attempted to prime. She removed the infusion tubing from the adapter and primed without error. She did not have replacement supplies with her at the time of the report. She stated that her blood glucose must be elevated to 400-500 mg/dl (blood glucose was not tested). The next day, the patient called back, the patient stated that she attempted to lower her blood glucose by taking insulin from the insulin cartridge and drawing it into a syringe. She stated that she changed the infusion tubing when she returned home and the e4 error recurred and her blood glucose remains elevated. At the time of the report her blood glucose was over 400 mg/dl and she was able to bolus 8 units of insulin without error. She noticed that the basal rate for the current hour was incorrectly programmed as 1.0 u/h and she was assisted with changing it to 0.3 u/h. Upon follow up fifteen days later, the patient reported that she had no further issues and her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.